Event description:
The user facility reported that a processing cycle failed to initiate in a system 1e processor; the operator had already placed the s40 sterilant concentrate cup into the processor and punctured the cup. When the operator removed the punctured steris 40 sterilant concentrate cup from the processor, she spilled sterilant onto her forearm, rinsed her forearm with water, and reported to employee health. The operator reported that the burn was covered with a band aid but would not provide additional information regarding treatment. The operator reported her current condition is fine.

Manufacturer narrative:
The user facility has installed a water softener per steris' recommendations based on the results of a water analysis completed.

Manufacturer narrative:
The system 1e processor had previously failed a diagnostic cycle. The operator did not note that the diagnostic cycle failed and attempted to run a processing cycle but was unable to do so. The diagnostic cycle must pass before a processing cycle can be completed. As the processing cycle did not initiate, the punctured steris 40 sterilant concentrate cup was full when the operator removed it from the system 1e processor. The operator was wearing gloves and eye protection. The operator manual contains the following regarding handling partially filled steris 40 sterilant concentrate containers: appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures. The system 1e processor diagnostic cycle failed due to an uv light intensity level low alarm. A steris service technician inspected the unit, replaced the uv lamp, quartz sleeve, and sensor and collected water samples for analysis. No further issues have been reported. A steris account manager offered in-service training to the user facility however it was declined.